Manufacturer narrative:
(B)(4). Batch #l92w4h. The device reported was batch number l9300a but the device received was batch number l92w4h the device received was returned with the tissue pad in good physical condition and properly attached to the clamp arm and not detached as reported by the customer. However, the distal tip of the blade was broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #l9300a. Device not received for analysis.

Event description:
It was reported that during an unknown procedure, the instrument had the tissue pad detached. A piece fall into the patient and it has been retrieved. It won't be returned as it has been thrown away. Customer cannot provide anymore details about the circumstances in which the issue occured. No patient consequence was reported.

Manufacturer narrative:
(B)(4).